Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s other blood glucose level was 405 mg/dl and treated with bolus. Customer stated that the insulin pump had recurring of insulin flow blocked alarms may be due to site, set or reservoir issues. Customer wishes to continue troubleshooting. Customer stated that the tubing did not bent or kinked. The customer had tried different cannula lengths. Customer stated that they had tried all remedies. The insulin pump will be returned for analysis.